Manufacturer narrative:
(B)(4). Additionally, the device was directly involved with the reported incident however was not used for treatment or diagnosis of the patient when the event occurred. The customer replaced the spring arm and the cupola and the device was returned to service.

Event description:
The customer reported that, during cleaning, the spring arm was broken and the cupola fell to the floor. There were no injuries reported. (B)(4).